Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the touch screen would input different numbers than the numbers selected while setting up personal profiles. Additionally, the pump touch screen would move to different screens without the customer's interaction and had a delayed response. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.